Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data log and the complaint was deemed reportable upon completion of the data log evaluation on (B)(4) 2014. Based on the data that was received on (B)(4) 2014, the reported event of intermittent out of range was confirmed. The root cause could not be determined.